Manufacturer narrative:
Film evaluation summary: the reported right limb occlusion was confirmed; however, the exact cause could not be determined from the films provided. Pre-implant CT¿s were not provided and the anatomy at implant could not be reviewed. Angiograms at implant were also not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that implanting within the highly angulated (70 deg) neck, which also contained thrombus proximal to the implanted devices, may have contributed to the occlusion. Device oversizing may have also been a potential factor. The thrombus/occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that approximately three weeks later the patient presented to ER with an occluded right limb of the endograft. A CT confirmed the occlusion. The thrombus was confined to the limb only, with no occlusion present in the main bifurcate. It was reported that the thrombus was very fresh and there were no obvious issues with the stent graft. The patient was taken to surgery and an open thrombectomy was performed. Final angiogram confirmed the occlusion was resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.